Manufacturer narrative:
(B)(6)

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2024, the patient lost consciousness, was lying on the floor and an ambulance was called by the child´s father. The patient was taken to the hospital on the (B)(6) 2024. The sensor was removed in the hospital and thrown together with the transmitter. The reporter declined to provide further information. At the time of the report the patient was recovering. The allegation was confirmed via data as a signal loss over an hour. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.